Manufacturer narrative:
During follow-up, the patient's wife said they haven't noticed any defects or malfunction with the m16 units.

Event description:
Intermittent catheter patient's (user) wife said the patient was recently treated by his doctor for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient's wife said he was prescribed an antibiotic, took the full course, and recovered completely.